Event description:
The catheter was placed for stem-cell transfers. About 6 weeks after placement, the pt developed an infection and the catheter was removed. After removal, the catheter was discarded.

Manufacturer narrative:
The catheter was not returned for eval. The rptr did not know cleaning protocols for the catheter. The device history review offers no indication of a related cause for this product complaint. A review of the complaint history reveals one other similar complaint from this lot number which was also inconclusive. The complaint is inconclusive. The instructions for use states that the potential exists for infection at the exit site. The complaint does not state where the infection is or if the infection was related to the catheter. The pt's disease state itself could be a reason for infection setting in. Cleaning routines also have a significant effect in protecting against infection and this info was not forthcoming by the hosp contact.